Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis of the pulse generator found that the radio- frequency connection was lost during interrogation. Visual inspection noted that a capacitor was cracked.

Event description:
A radiofrequency (rf) telemetry anomaly was reported. The pulse generartor was not used.